Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
The pediatric quadrox ID was observed to have a large clot on the arterial side after 3 days of bypass. The perfusionist decided to electively change out the oxygenator. The unit was part of a pack and lot numbers were not provided as of 9pm (B)(6) 2011. The quadrox was not saved.